Manufacturer narrative:
Siemens filed initial MDR 1219913-2023-00116 on 2023-04-21. Correction - 2023-06-19 in section b6 and h10 of initial MDR 1219913-2023-00116, filed 2023-04-21, the sampe type is incorrectly described as "serum". The sample in question was a plasma heparin sample, not a serum sample. Additional information - 2023-04-21 an outside of the united states (ous) customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (> instructions for use 99th% of 45 pg/ml) on one female patient heparin sample with a low/normal result on an alternate method (0.03 ug/l (reference interval = 0.02 - 0.04 ug/l)). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 294.431 ng/l (99th% female plasma = 34.11 ng/l), repeated in duplicate (293.034 and 292.992 ng/l) without re-centrifugation and again after centrifugation (291.900 ng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction. This result was not provided by the laboratory, however they noted interference was "detected". This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. Per the limitations section of the instructions for use (IFU), "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." No sample was available to be sent to siemens for further investigation, i.e., for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica tnih and other alternate methods for troponin will have similar results. Per the clinical performance section of the IFU, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values. Per the interpretation of results section of the IFU, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the available, a product performance issue has not been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer from outside the united states observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (>instructions for use 99th% 45 pg/ml) on one female patient serum sample with a low/normal result on an alternate method (0.03 ug/l (reference interval = 0.02 - 0.04 ug/l)). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control was in range at the time the sample was run and the patient sample results were reproducible on the atellica im tnih assay. The sample was also run at the main lab facility post igg immunosubtraction - this result was not provided by the laboratory however they noted interference was detected. Per the atellica im tnih instructions for use, there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer and the results were similar to the initial result. The sample was re-centrifuged and repeated two additional times on the same atellica im analyzer and the results were similar to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant atellica im tnih results.